Manufacturer narrative:
One pneupac¿ parapac plus was returned for analysis in used condition. Upon visual exam the face plate was found to be bent inward at the top right corner and patient output/o2 fittings were loose; showing signs of being dropped. The ventilator was connected to a 50 psi compressed air line finding that the unit did not cycle; delivering constant air flow which confirms complaint. The top cover was removed finding that both manifold assembly mounting screws were loose from the chassis. Based on the evidence, the root cause was from interface as the device was possibly dropped.

Event description:
It was reported that a smiths medical device had a pressure issue. It was indicated that the device would not cycle and that the pressure "went into red" and alarmed. It was noted that the issue was intermittent. Due to the incident, the therapist immediately disconnected transport ventilator. The event was considered resolved. There was no injury to the patient.